Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. The full name of the initial reporter listed in block is (B)(6). At this time, the customer has not requested getinge to evaluate the iabp. A getinge company representative followed up with the customer to obtain additional information regarding the status of the pump. The customer was unable to provide any information regarding the event or status of the iabp. A supplemental report will be submitted if subsequent information is provided.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) emitted an autofill failure and a low helium alarm, while in use on a patient. The customer changed the tank but the alarm persisted. The customer had already switched consoles before calling getinge but wanted to know what could have caused the issue. The tank was open and drain/fill ports were secure. The getinge representative had the customer take the iabp out of service. There was no patient harm or adverse event reported.